Manufacturer narrative:
The astral device was returned resmed. Review of the device logs confirmed the reported complaint. The device passed all testing. The investigation results and conclusion are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. The patient required immediate intervention and was placed on a backup device.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed a single occurrence of total power failure. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).